Manufacturer narrative:
The t:slim pump user guide warns against filling the infusion set tubing while the tubing is connected to the body as it will result in an unintended delivery of insulin. Multiple attempts made to follow up with the customer, no further information provided. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump shut off unexpectedly at 15% battery life. The customer's blood glucose level was impacted 401 mg/dl and had taken a manual injection. Additionally, the customer reported that was able to plug pump back into charger and returned to the fill tubing screen but inadvertently primed tubing and delivered insulin while connected at the site. The customer had previously taken a manual injection to cover for a meal after the pump shut off. During follow up with tandem technical support, it was reported that the customer went to the hospital on (B)(6) 2016. The customer's blood glucose was 406 mg/dl while in the hospital. The customer was treated with an intravenous (IV) but could not recall specifics. The customer was released from the hospital on (B)(6) 2016.